Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).

Event description:
During a mallet finger repair utilizing a mnitac, 2.0 ti w/ndl, 2#2-0 ultrabraid, it was reported that when trying to remove the anchor inserter, it would not disengage from the anchor. The anchor came out of the bone site and the site remained empty. The surgeon prepared another insertion site using a k wire and inserted an anchor. The patient¿s bone quality was reported as fairly strong. There were no reports of patient injuries or complications.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. Visual examination of the device could not confirm the reported complaint of the anchor not being able to deploy from the inserter as the anchor is free from the inserter. The distal end of the inserter is damaged by what looks like pliers. As reported, the surgical site was not prepped with a drill which is required per the devices IFU. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).